Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-25355. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. Prior to procedure, fluoroscopy was completed to reveal externalized conductors on the right ventricular lead. The physician elected to retain the lead and continue to monitor on the new device. The patient was stable.